Event description:
Diagnosis: fracture of distal radius: toxic local reaction about 48 hours after implantation: swelling, reddening, pain of the operated area, clinically signs of a severe and acute infection. No increased lab values for inflammatory reaction, microscopically plenty of granulocytes, no bacteria, bacterial culture negative; after removal of not specified material from the drainage recurrence of symptoms. This case was reported to the austrian health authority (bmsg). Relevant concomitant disease: not reported; surgery: open reposition with drill wires and external fixation and implantation of biobon; drains; smears negative. Only 50% of the defect was filled with biobon, no mixture with other materials, after mixing biobon showed a pasty consistency, manual implantation directly after mixing, the implantation cavity was dry; it was not checked whether biobon was hardened before wound closure; duration between implantation and wound closure was 5 minutes. Postoperative follow-up: about 48 hours after surgery reddening, swelling, clinical signs of infection; no physical load on the fracture/defect; after the removal of the drain with small white particles (probably biobon) the hematoma disappeared. The bacteriology was negative, normal values of leucocytes were found. Antibiotic treatment with augmentin was performed, the wound area was locally treated with icebags. The symptoms disappeared after two days.